Manufacturer narrative:
The exposed portion of the soft cannula was observed to be kinked. Fluid flow was unaffected. The timing and cause of the observed cannula damage could not be determined. It could not be determined if the observed damage is linked to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.5 hardware: iphone15.2 cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported their blood glucose (bg) level reached 306 mg/dl, while wearing the pod for longer than 48 hours. They reported having to remove the pod before its expiration due to the high bg levels. Treatment information was not provided.